Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of 28.0 mmol/l. Customer reported that the blood glucose went up to 28.0 mmol/l due to bent cannula on infusion set. No troubleshooting was performed. The product was not returned for analysis.